Manufacturer narrative:
Method - though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
It was reported that while using eclipse, the planner modified the multileaf collimator (mlc) in beam's-eye-view (bev), and noticed that the user did not receive a warning that re-calculation is necessary. No serious injury was reported and no patient data provided.